Event description:
It was reported that the patient previously experienced a pocket fill. It was now resolved and the patient was not having "pump problems". Per the patient she has "dilaudid in her pump and plans to cross out the morphine and write dilaudid". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model#8709 (B)(4) implanted:2006-(B)(6) explanted:unk.